Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, after which the malfunction code did not reappear, and the customer was advised to continue using the pump and to call back if the issue recurred.